Manufacturer narrative:
The event code is addressed in the package insert. This is the same event as 1043534-2013-01258.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly neck was implanted 2 yrs ago in a profemur xm. This implant had to be revised because the pt. Was lengthened too much. When taking out the neck, we saw that the neck and the box were totally black. Add'l info rec'd (B)(4) 2013: pt. Came from another hospital so it is impossible to obtain part/lot #s of the head/liner.